Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post implant and high thresholds were noted. No intervention was done and this lead remains implanted. The outputs were reprogrammed for optimization. No adverse patient effects were reported.